Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during use in an arthroscopy, the system locks up when trying to cock the clamp for the 2nd time. The implant was wrongly positioned in the needle, resulting in a failure to insert. The procedure was completed using a smith and nephew backup device and a delay less or equal than 30 minutes were reported. The incident was reported to ansm. No patient injury or other complications were reported.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found that the t1 and t2 were attached to the needle appropriately prior to packaging. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were missing from the device. The needle has been bent from intended position. The actuator tip is in the t1 pre-deployment position. The depth tube is coated in foreign debris. A functional evaluation revealed the actuator tip and deployment knob could be functioned as expected. The condition in which the device was received did not allow for further evaluation of the reported complaint. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.